Manufacturer narrative:
(B)(4). The device was manufactured from february 4, 2014 - february 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The reporter stated that the luer lock seemed to be secured tightly, indicating the leakage site was the distal luer. This occurred during or after filling with a chemotherapeutic solution and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.